Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping the adc device and causing unspecified damage, it would no longer work properly. Due to this, the customer was unable to monitor glucose and became dizzy due to hypoglycemia. The customer had contact with a healthcare professional who provided treatment of glucose, and reduced customer's insulin dosage. There was no report of death or permanent injury associated with this event.